Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency department because of hearing an audible alert. It was found that there was an alert for right ventricular (rv) defibrillation impedance out of range. The lead remains in use and was recommended that the lead should be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.